Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-3652tsp fibertak rc suture anchor had the tape not fixed to the sheath. They implanted the implant and made it work. The patient was not harmed. This was discovered during a procedure, with no reported patient harm. Additional information was received on 03/27/2025: the issue was not noticed out of the box; it was seen until after implantation. The issue was the tape that attaches inside the sheath of the anchor. The broken piece was not removed from the patient and was used differently because it was still inside the suture sheath of the fibertak. The case was completed by having to tie down the tap in a location where the surgeon does not usually place a knot stack and adapt the repair to the instrument instead of the instrument to the repair. The products used to complete the case were ar-3652tsp, ar-3652ttsp, and (qty. 2) of an ar-2324kbcsp. There was no case delay or added anesthesia, and no adverse effects were reported. This was discovered during a rotator cuff repair on (B)(6) 2025. Additional information was received on 03/27/2025: the bone quality of the patient was good. They used the 2.6 fluted drill that comes in the ar-3650ds along with the drill guide to prepare the socket.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.